Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained. E1: initial reporter first name: (B)(6). Device technical analysis: the ranger (dcb) was returned for analysis. A visual examination identified that the balloon was returned loaded onto the customer's guidewire. The guidewire could not be removed from the device due to severe shaft kinking and stretching damage. The balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 75mm distal of the proximal balloon sleeve. The distal section of balloon material was not returned for analysis. An inflation/deflation test could not be carried out due to the tear in the balloon material. A visual and tactile examination found the shaft of the device to be severely stretched down onto the customer's guidewire, distal of the proximal balloon bond. A separation of the shaft was also noted located at the distal end of the stretching damage. A severe kink to the shaft was also noted located approximately 370mm distal of the strain relief. As per the instructions for use this device is compatible with a sheath of minimum 4fr in size. The sheath used by the customer was returned for analysis. The tip of the sheath was noted to be damaged. It is not possible to advanced/withdraw the device through the customer's sheath due to the device separation. The distal section of the device including a section of shaft, a section of balloon material the tip and distal markerband were not returned for analysis. The deflation issue could not be confirmed.

Event description:
It was reported that failure to deflate, removal difficulty and detached radiopaque marker occurred, requiring intervention. During a peripheral intervention procedure, the target lesion was located in a moderately calcified, moderately tortuous, approximately 50% stenosed superficial femoral artery (sfa). Despite the calcified lesion at the sfa, the physician successfully crossed the lesion using a v-18 guidewire and performed angioplasty with a 5.0 x 220 mm x 90 cm sterling balloon. Then a 5.0 x 200 mm x 90 cm ranger drug coated balloon was used to treat the popliteal to mid sfa, followed by a 5.0 x 100 mm x 80 cm ranger drug coated balloon to treat the mid to proximal sfa. The 5.0 x 100 mm x 80 cm ranger balloon was inflated to a nominal pressure of 6 atmospheres, and during deflation, the balloon did not deflate completely. The physician attempted for approximately 10 to 15 minutes to deflate the balloon using an encore 26 indeflator device, but this was unsuccessful. Additional attempts were made to retract the balloon near the sheath at the common femoral artery and prick the balloon under ultrasound guidance; however, this was also unsuccessful. The balloon remained partially inflated and could not be withdrawn through the 5f sheath. A surgical cut-down was performed to retrieve the ranger balloon completely and in one piece, along with the v-18, 200 cm poly tip control wire, which was stuck within the balloon and could not be separated. Additionally, the distal radiopaque marker was noted to be detached. There were no patient complications as a result of this event. It was further reported that the radiopaque marker detached inside the patient during the attempts to retrieve the balloon, which led to the balloon fracturing. The proximal portion of the balloon was retrieved together with the sheath; however, the distal portion remained inside the patient, which required the surgical cutdown for retrieval.

Manufacturer narrative:
E1: initial reporter first name: (B)(6).

Event description:
It was reported that failure to deflate, removal difficulty and detached radiopaque marker occurred, requiring intervention. During a peripheral intervention procedure, the target lesion was located in a moderately calcified, moderately tortuous, approximately 50% stenosed superficial femoral artery (sfa). Despite the calcified lesion at the sfa, the physician successfully crossed the lesion using a v-18 guidewire and performed angioplasty with a 5.0 x 220 mm x 90 cm sterling balloon. Then a 5.0 x 200 mm x 90 cm ranger drug coated balloon was used to treat the popliteal to mid sfa, followed by a 5.0 x 100 mm x 80 cm ranger drug coated balloon to treat the mid to proximal sfa. The 5.0 x 100 mm x 80 cm ranger balloon was inflated to a nominal pressure of 6 atmospheres, and during deflation, the balloon did not deflate completely. The physician attempted for approximately 10 to 15 minutes to deflate the balloon using an encore 26 indeflator device, but this was unsuccessful. Additional attempts were made to retract the balloon near the sheath at the common femoral artery and prick the balloon under ultrasound guidance; however, this was also unsuccessful. The balloon remained partially inflated and could not be withdrawn through the 5f sheath. A surgical cut-down was performed to retrieve the ranger balloon completely and in one piece, along with the v-18, 200 cm poly tip control wire, which was stuck within the balloon and could not be separated. Additionally, the distal radiopaque marker was noted to be detached. There were no patient complications as a result of this event.